Manufacturer narrative:
Insulin pump passed displacement test, self-test, unexpected restart error test, off no power test and all operating currents tested within the specific range. Insulin pump was monitored and tested with no blank display, unexpected battery out limit alarm and weak battery alarm noted. Insulin pump was received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarm for battery out limit. Customer¿s blood glucose level was 318 mg/dl at the time of incident. Customer states the batteries were out of pump greater than duration allowed by the pump. Insulin pump had blank display. After troubleshoot display returned. The insulin pump will be returned be for the analysis.